Manufacturer narrative:
(B)(4). Event date: unknown. Initial reporter operator of device: unknown. A photographic sample was returned for evaluation. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the top fold of the insertion point. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection confirmed the defect as a weld puncture. This condition was determined to have been caused by automated manufacturing equipment variation. This issue was investigated through CAPA and corrective actions were executed after the production of the lot associated with this report. Should additional relevant information become available, a follow-up report will be submitted.